Manufacturer narrative:
The penumbra smart coil (smart coil) distal detachment tip (ddt) was sheared off of the pusher assembly. Significant delamination was present along the length of the ddt. The smart coil pusher assembly was slightly bent in multiple locations along its length. During functional analysis, the smart coil pusher assembly was advanced through a demonstration microcatheter and was able to track smoothly through its lumen. The embolization coil was detached and not returned, so the smart coil was unable to be tested as a complete device for advancement through a microcatheter. Evaluation of the returned device revealed that the ddt was sheared off the distal tip of the smart coil pusher assembly. This damage occurred post-procedure as a result of forcefully retracting the pusher assembly against the strong resistance of being stuck in the non-penumbra microcatheter. Further evaluation revealed several minor bends in the smart coil pusher assembly. These bends may have been a result of advancing the smart coil against resistance after it became stuck within the non-penumbra microcatheter. The embolization coil and non-penumbra microcatheter mentioned in the complaint were not returned for evaluation. The root cause of the smart coil becoming stuck could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the left occipital artery to treat a dural arteriovenous fistula (d-avf) using penumbra smart coils (smart coils). During the procedure, the physician advanced a non-penumbra microcatheter into the target vessel and then placed nineteen non-penumbra coils and smart coils. While attempting to advance a new smart coil through the microcatheter, the physician encountered resistance after the coil advanced approximately half way through the microcatheter. Subsequently, the smart coil became stuck and was unable to advance further. Therefore, the microcatheter containing the smart coil was removed and the procedure was completed using a new non-penumbra microcatheter and additional coils. After the procedure, the tip of the smart coil pusher assembly became fractured upon removal from the microcatheter. There was no report of an adverse effect to the patient.